Event description:
During a diagnostic laparoscopy, a 5x100 trocar was used. During the procedure, a portion of the gasket broke off and entered the pt's abdomen. It was easily retrieved with no portion left in the pt. No additional surgeries were required, and there was no injury or adverse outcome.